Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, for 7 days, route not reported), meropenem (500 mg, three times a day for 7 days, route not reported) and an unspecified drug (40mg, once a day for 14 days, no further details). The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information was available.